Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing during ventricular fibrillation (vf) episodes, which required external defibrillation. High rate non-sustained episodes and t-wave oversensing (twos) were also observed. It was further reported that intermittent undersensing was also overserved on the right atrial (ra) lead which lead to early termination of ongoing atrial fibrillation (af) episodes. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.